Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that when performing the fill tubing step, drops of insulin was not observed coming out of the end of the infusion set tubing. Additionally, the customer experienced resistance when attempting to fill a cartridge with insulin. The customers' blood glucose level was 167 mg/dl. Reportedly, the issues were resolved by loading a new cartridge.